Event description:
It was reported that the left ventricular lead did not have adequate pacing and sensing thresholds; the lead impedance was low. The lead was capped and replaced. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator 2010 (B)(6); 6947 implantable tachy lead 2010 (B)(6); 4076 implantable pacing lead 2010 (B)(6). (B)(4).